Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a 2nd right knee revision due to loosening of the femoral component, chronic medial femoral condylar fracture, and malrotation of the tibial component. The surgeon noted the patient¿s knee gave out in (B)(6) 2018, causing a fall. The surgeon reported a medial femoral condylar fracture with sclerosis and fibrous tissue in the area. He noted the femoral component was loose, and fibrous tissue surrounded the sleeve, and was excised. The surgeon reported the tibial component was well-fixed. The femoral and tibial components were revised. He indicated the patellar tracking was reasonable, and was retained. The patient was implanted with depuy components and competitor bone cement.